Event description:
24 g l-cath inserted for antibiotic delivery. Catheter began toleak on 8/21/94. A nurse visited the pt, tightened the catheter/tubing connection and changed the dressing. Appro-1/2 cm of catheteer was external. On 8/22/94 the mother of the child flushed the catheter and informed the homecare that the syringe "exploded". She then noted that the hub had disconnected from the catheter. The child was hospitalized as the catheter (29-30 cm) embolized to the pulmonary artery. On 8/22/94 the embolus was retreived via femoral approach. Procedure was tolerated well.